Manufacturer narrative:
(B)(4). Voluntary medwatch report number mw5101773. Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction associated with the sensor patch occurred. Date of issue is an approximation. On (B)(6) 2021, the patient experienced ¿horrible reactions¿, itchiness, pain, irritation, ¿painful rashes that look like a chemical burns¿, and scars under the sensor patch. The patient reported ¿I have scarring from just over a year ago from a bad reaction to dexcom adhesive.¿ hydrocolloid patches have been used previously with moderate success. No other details, the sensor insertion site, or specific date (over a year ago) were provided. There was no documentation of medical intervention. No additional patient or event information is available.